Manufacturer narrative:
Trackwise (B)(4) the reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a

Event description:
The hospital reported that after an endoscopic vessel harvesting procedure, 7mm extended length endoscope was broken when it fell on the floor while harvesters were trying to disconnect it from the light cord; the lens cracked. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.